Event description:
The customer reported to olympus, that the image was distorted on the endoeye flex deflectable videoscope. The device was returned for evaluation. During the device evaluation, error code e216 (scope communication error) was displayed. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and during the evaluation found that due to the damage on the charged couple device (ccd) unit, e216 error (scope communication) occurs. Additional non-reportable findings were as follows: due to damage on ccd unit, a noise image occurs, due to damage on ccd unit, the image had linear scratches, the adhesive on the bending section cover has a chip, due to wear of angle wire bending angle in up direction did not meet the standard value, and due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.